Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the moderately tortuous and severely calcified target lesion. During post ivus, the tip of the catheter was trapped in the lesion. Imaging continued but the catheter shaft was twisted and separated near the imaging window. The detached piece was successfully removed using a child catheter and snare. No fragments were left in the patient. There were no patient complications. The procedure was not completed due to another reason.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed that the sheath was kinked. Further visual and microscope inspections revealed that the imaging window was twisted, and the distal imaging window was detached. Additionally, the tip was not returned for analysis.

Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the moderately tortuous and severely calcified target lesion. During post ivus, the tip of the catheter was trapped in the lesion. Imaging continued but the catheter shaft was twisted and separated near the imaging window. The detached piece was successfully removed using a child catheter and snare. No fragments were left in the patient. There were no patient complications. The procedure was not completed due to another reason. It was further reported that although imaging was cancelled, the planned stent placement was successfully completed.

Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the moderately tortuous and severely calcified target lesion. During post ivus, the tip of the catheter was trapped in the lesion. Imaging continued but the catheter shaft was twisted and separated near the imaging window. The detached piece was successfully removed using a child catheter and snare. No fragments were left in the patient. There were no patient complications. The procedure was not completed due to another reason. It was further reported that although imaging was cancelled, the planned stent placement was successfully completed.